Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that they had a pod where the needle deployed early before the pod was applied.

Manufacturer narrative:
The device was received fully deployed. The downloaded data shows the device only completed first and second priming sequences before it was deactivated. No timeouts or drive stalls were observed in the device data. The needle mechanism was inspected and no damages or abnormalities were observed that could cause an early needle deployment. The needle mechanism was reset to the not deployed position and deployed as intended through manual advancement of the ratchet gear. Although no issues were observed with the device, the exact cause of the early needle deployment could not be determined. The cannula assembly was inspected and found the formed needle bent on the unexposed portion. It could not be determined whether the damage contributed to the reported event.